Manufacturer narrative:
Correction: date of explant was not included in the initial report.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12193, 2017865-2019-12194. It was reported that the right ventricular lead, right atrial lead, and pacemaker exhibited noise. Both leads and the pacemaker were explanted and replaced on 8/6/2019. The patient was discharged.